Event description:
On two occasions, patient received burns from ECG leads during their MRI procedures. Both patients were heavyset. On the first occasion, patient was heavily sedated and injury was not noticed until after the procedure. On the second occasion the patient was awake and informed the MRI staff of the burn. Monitor was inspected and found to meet factory specifications.